Event description:
It was reported that during a transurethral microwave treatment procedure, a balloon leak occurred. The catheter was inserted into the pt and the balloon location was noted with both rectal and abdominal ultrasound. The catheter shaft was marked and it was noted that it had not moved. Late in the treatment, the physician noticed elevated rtu temps. The pt had not done an enema prior to treatment (per urologix user manual) and the physician decided to pause treatment to change the rtu plus balloon as there may have been bm causing the higher temps. The physician rolled the pt over, changed the rectal balloon and proceeded to do another ultrasound to verify the catheter balloon location. He was unable to locate the catheter balloon at that time. It is noted that per urologix user manual, testing of the location balloon with 10 cc of sterile water is required before inserting the catheter into the pt, however, this was not performed before treatment. No pt injuries or complications were reported. The pt status is reported as fine.

Manufacturer narrative:
The catheter was returned for analysis. Upon visual inspection a large circumferential slit was confirmed. The device history record for this was reviewed. All mfg and quality assurance testing was carried out in accordance with standard procedures. The device history record for this shows that the product met its specs at the time of release. It is noted that the labeling requires that the location balloon be checked prior to use, after insertion at the bladder neck and every 5-10 mins during treatment. The leak was confirmed, however, the root cause of the event is unk.